Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that the mesh was incorrectly inserted on the left side. The patient experienced vaginal erosion, skin rash, pain and walking difficulty. The patient reported that her body tried to expel the mesh. The patient needed a hysterectomy with removal of the ovaries. One ovary ruptured at an unknown time. No additional information was reported.